Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent

Event description:
It was reported that during a laparoscopic hysterectomy procedure, according to the scrub in the room, the doctor burned off the tissue pad of the device and that the tip of the instrument broke off in the patient. They retrieved it. Case completed with another device of the same product code. There were no patient consequences reported. Device discarded.